Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the kangaroo nasogastric feeding tube was not flushable. Physician aware and recommended replacing. Registered nurse (rn) noted when removed that 17cm of 8fr 2.7x109cm tubing did not come out. New kangaroo tube inserted. Film confirmed remaining portion of previous tube and good placement of new tube. Bedside endoscopic procedure performed to remove remaining portion due to slow motility and concerns it may not pass without assistance. Piece in stomach and duodenum. Removed without issue. No harm to patient. Original packaging was discarded on insertion several days prior to this event, no lot number available.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.